Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had 2 sensors which did not give signal and had no electrode. Customer stated that 2 sensors that were inserted but gave a lot of blood. Customer's current blood glucose was not given. Product will not be return for analysis.